Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 deployed simultaneously after t1 was implanted. The procedure was completed without surgical delay using a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 deployed simultaneously after t1 was implanted. T1 was left secure in the patient. The procedure was completed without surgical delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Additional information: b5 and h6: health effect - clinical and impact code

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device shows that it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation showed that the device cycled as intended. An evaluation of the customer provided image showed that device laying on a s+n box with the batch number of the complaint on the label. The t1/t2/suture are missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.